Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 25.2 mmol/l (453.6 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon removal, insulin was noticed leaking and the cannula had not properly inserted into the skin. Hyperglycemia treated by delivering bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. D4: serial # changed from (B)(6) to (B)(6). D4: unique identifier (UDI) # changed from (B)(4) to (B)(4).